Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the release of an optease filter (retr filter 55), the barbed hook could not be released. There was no patient injury reported. The device was clinically used and will be returned for analysis. Additional information received: 04/11/2019 the indication for filter insertion was dvt. Thrombus was not present at the delivery site. The size and shape of the vena cava was listed as 466f210a. The size was measured. The device was replaced with another product to correct the reported event. There were no acute bends or tortuosity. There was resistance, the product was unable to be released at all. There was difficulty or resistance/friction while advancing the filter to the deployment target. It was not verified under fluoroscopy that the filter was not in a side vessel as the device was unable to be released. Procedural films are not available.